Event description:
Spontaneous call. IV remodulin patient using cadd legacy pump. Spoke with patient's spouse regarding product complaint with cassette. Spouse prepared the cassettes tonight (B)(6) 2025 following the normal process, but after unclamping the extra air won't come out of the cassette. This occurred with 2 cassettes in a row that did not work properly. Spouse was able to get third cassette to work properly. Cassette medi reservoir - lot: 6077793 and lot 6077785 for the failed cassettes used. Lot 6056238 (cassette that is working and infusing). Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the cassette available to be returned for investigation? Yes. Author advised to quarantine the 2 used cassettes in ziplock bag pending further guidance if cassette needs to be returned for investigation. What is the outcome of the event? Resolved. Unknown if any adverse events occurred. Describe in detail any, and all damage to the cassette: no visual damage to the packaging or cassette. Has this incident happened within the past 6 months? Yes, first time being reported. Has this patient reported a pump malfunction within the past 6 months: no. Spouse declined the need for nursing. Spouse stated within the last 2-3 weeks, pt will prep the supplies for her spouse to use and 3 cassettes failed (cassettes nor packaging are available). Spouse was trained by nursing and has been doing this process for 6 years and very familiar with preparing the cassettes. Pt has medication and supplies on hand. No other information is known. Pt code: 4582. Device codes: 4062, 3023. Ref reports: mw5176327, mw5176328, mw5176329, mw5176331.